Event description:
The surgeon inserted a laparoscopic grasper into the abdomen & 1/2 of the grasper broke off in the abdomen. The surgeon used another grasper (which was noted to be misaligned) to remove the broken piece. There was no harm to the patient. The graspers were given to the materials coordinator.